Manufacturer narrative:
Barton sb, et al, the incidence and impact of arthroscopy in the year prior to total knee arthroplasty, knee (2016), http://dx.doi.org/10.1016/j.knee.2016.12.003. The following could not be completed with the limited information provided. Patient date of birth/age - ni, patient weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - na, manufacture date ¿ ni.

Event description:
It was reported 14 patients underwent a manipulation under anesthesia after a total knee arthroplasty procedure.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.